Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed with the in-house contour ts meter and in-house contour ts test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found. As per section h4 of the initial report, the device manufacture date for the contour ts meter with serial # (B)(6) is 20-dec-2017. The correct device manufacture date is 04-dec-2007.

Event description:
An advocate from mexico called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour ts meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.